Event description:
It was reported during an lar procedure, the device was used to close the distal of the rectum. After closing the closing trigger, the doctor found the position was not available and then adjusted to proper position. After firing the device, he found the cut was completed, but the distal of the rectum was not stapled. Then hand sewing was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.